Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2 was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 2. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr further advised the hp to inform the nurse of the event. The hp confirmed to complete therapy manually. On (B)(6) 2011, product surveillance spoke with the hp who stated that she did know how air got into the lines and noted nothing unusual with the supplies. The hp confirmed therapy has resumed without further incident. No patient injury or medical intervention was reported.